Event description:
The customer reported that his olympus hd autoclavable camera head was not providing an image. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been more than 2 years since the subject device was manufactured. Based on the results of the investigation, it is likely that this phenomenon occurred due to a damaged cable. The repair department confirmed a bulge caused by twisted internal wire and hole/cut on the cable could have been the cause why the image was not transmitted. A definitive root cause cannot be identified.